Event description:
It was reported that after the spaceoar placement procedure, the patient experienced rectal bleeding, therefore was prescribed with anti-inflammatory medications. The patient is currently recovering. The relationship between the rectal bleeding and device was reported as unknown.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, 12/01/2025, was chosen as the best estimate based on year the date that the manufacturer became aware of the event 12/23/2025. Block d4:h4: the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf patient code e0506 captures the reportable event of bleeding.